Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that she had high blood glucose of 369 mg/dl. Customer stated that her insulin pump cracked at the reservoir window and was not working correctly. Customer stated that she was having issues with her reservoir, the insulin pump is under delivering and it did not alarm to notify her of the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.